Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jul-2019 with the following findings: during investigation, there were multiple call service 052 and 054 alarms in black box at time of reported no power. Battery compartment is cracked. Moisture damage found inside battery compartment. The battery cap was not returned with pump for investigation. A test cap was used for investigation. Test battery cap was able to attach securely to the pump. Pump was exercised with no power issues or alarms occurring. The pump leaks at battery compartment. Pump opened, moisture damage found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.